Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A company service territory manager (stm) was dispatched to evaluated the iabp. The stm checked all connections to coiled cable, monitor and executive processor board and could not duplicate the alleged malfunction. The stm ran multiple tests with no issues. The iabp passed all functional and electrical safety tests. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that while the cardiosave intra-aortic balloon pump (iabp) was used on a patient the screen kept locking up and a loud squealing noise was heard. No consequences or impact to the patient was reported. No averse event was reported.